Event description:
End user hospital reported that the hub of the catheter was cracked and allowed air into the system. There was no pt injury.

Manufacturer narrative:
The returned unit exhibited a crack on the side of the hub. The mfg lot history records for this product did not indicate any abnormalites during production. No other complaints have been reported on catheters from his mfg lot. The contast injection line used with this catheter was not returned. An oversized male luer lock on the injection line could have contributed to the cracking.